Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ ii short needle insulin syringe 1/2 cc 31 g x 8 mm (5/16 in) contained foreign matter in and around the hub and barrel. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
This complaint was reported twice by error. Correct and updated information has been reported on MFR report #1920898-2017-00361/patient identifier (B)(4).